Event description:
It was reported that this pacemaker was an attempted implanted due to an unspecified malfunction that affected both the atrial and ventricular channels of the device. The procedure was completed with another device and no patient complications were reported. The device was at the hospital facility pending return to boston scientific for analysis.

Event description:
It was reported that this pacemaker was an attempted implant due to an unspecified malfunction that affected both the atrial and ventricular channels of the device. The procedure was completed with another device and no patient complications were reported. The device was returned to boston scientific for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions pacing and sensing functions were tested. There was no atrial or ventricular pacing output, and a solid band of signal noise was present on the atrial channel. Impedance testing was completed, and all measurements were high, out-of-range. It was further determined that there was a cracked/open connection on one of the resistance/capacitance arrays in the output circuit.